Event description:
It was reported by dealer that the user cannot turn off joystick on the fdx-cg power chair. Seems to be intermittent. The dealer spoke with tech services. No additional information was provided. No injury or property damage was reported.